Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to high pacing impedances over 1700 ohms. Upon lead reposition, this lead was also noted to have exhibited helix extension issues. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to high pacing impedances over 1700 ohms. Upon lead reposition, this lead was also noted to have exhibited helix extension issues. This lead was successfully replaced. No adverse patient effects.